Event description:
The user stated they have had several patient plasma samples with initial d-dimer results of less than 0.0 ug per ml. The user provided repeat results for three samples. Sample 1 from a (B)(6) male patient born on (B)(6) had a repeat result of 0.15 ug per ml on the integra 400. Sample 2 initially tested on (B)(6) 2009 had a repeat result on (B)(6) 2009 of 0.66 ug per ml from a reference laboratory. Sample 3 initially tested on (B)(6) 2009 had a repeat result of less than 0.22 ug per ml. The initial result was reported for sample 2 only and a corrected report was sent. The user stated she does not know if the patient was treated based on the erroneous results reported. The samples were in bd sodium citrate blue top tubes.

Manufacturer narrative:
The field service representative stated the issue may be related to a particular lot of tubes. He stated some of the tubes are over-filling by at least 10%. This lot was put into use on (B) (6)2009 which is about the time the issue began.

Manufacturer narrative:
The investigation could not establish a root cause. The issue was solved after troubleshooting at the site and no further similar events have been observed. No adverse events were reported.

Event description:
The user stated they have had several pt plasma samples with initial d-dimer results of less than 0.0 ug per ml. The user provided repeat results for three samples. Repeat result of 0.15 ug per ml on the integra 400. Sample 3, initially tested on (B) (6)2009 had a repeat result of less than 0.22 ug per ml. The user stated she does not know if the pt was tested based on erroneous results reported. The samples were in bd sodium citrate blue top tubes. The field service representative could not determine a cause and checked the analyzer for proper operation. He noted calibrations and qc were acceptable. He suspected the issue may be related to an old reagent pack, but was unable to replicate the problem.

Manufacturer narrative:
The field service representative stated the issue may be related to a particular lot of tubes. He stated some of the tubes are over-filling by at least 10%. This lot was put into use on (B) (6)2009 which is about the time the issue began.

Event description:
The user stated they have had several pt plasma samples with initial d-dimer results of less than 0.0 ug per ml. The user provided repeat results for three samples. Sample 2 initially tested on (B) (6) 2009 had a repeat result on (B) (6)2009 of 0.66 ug per ml from a reference lab. The initial result was reported for sample 2 only and a corrected report was sent. The user stated she does not know if the pt was tested based on erroneous results reported. The samples were in bd sodium citrate blue top tubes. The field service representative could not determine a cause and checked the analyzer for proper operation. He noted calibrations and qc were acceptable. He suspected the issue may be related to an old reagent pack, but was unable to replicate the problem.